Event description:
While treating a patient with the infant flow system, the user noted that the audible alarm was not functioning. The patient was placed on another infant flow system without compromise.